Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: may 5, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint handpiece was received in a ziplock bag but no alleged foreign material was observed inside the bag. No complaint lens was received for evaluation. Plunger rod tip damage was observed which suggests that excessive force was used during lens advancement. Trace amounts of viscoelastic residue was observed in the handpiece cartridge which suggests that an inadequate amount of ovd was used during loading and insertion, which can contribute to usage issues. Evaluation of the customer provided movie revealed the alleged particle was implanted into the eye during the procedure and then removed. Manufacturing record review: a search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. Although the nature and/or root cause of the observed particle was not determined, a current corrective and preventive action (CAPA) is in place to address particles in tecnis [preloaded] simplicity iols. This particular product was manufactured prior to the implementation of the CAPA actions. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. (B)(6). Section g4: this report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that foreign material was found to be adhered to the intraocular lens (iol) after implantation into the eye. The foreign material was removed with irrigation and aspiration. Part of the lens peeled when the foreign material came loose. The iol remains implanted. There was no reported patient injury. No additional information was provided.